Event description:
A power-on-reset (por) condition was reported following a CT scan on (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).